Manufacturer narrative:
The reported events of lead difficult to extend and retract were not confirmed. As received, a complete lead was returned in one piece. Analysis was normal. No anomalies were found.

Event description:
It was reported that during implant, the guidewire was difficult to retract from the left ventricular (lv) lead. The lv lead was not used and the physician elected to complete the procedure with a different lead. The patient condition was stable.